Manufacturer narrative:
Us reporting agent notified: (B)(4) 2014. Customer has advised the needle is attached to the thread backwards, causing needle stick injuries when being removed from the packaging. Samples received: 9 open pouches. No additional information was provided as of the date of this report.

Event description:
Country of complaint: (B)(6). Complaint description: fixation issue. Thread (suture) backwards.